Event description:
Device issue: none. Adverse event: restenosis requiring medical intervention. Onset of adverse event: post procedure. The following events were noted through a periodic article review. A retrospective study was performed on twelve pediatric pts in whom stents were placed to relieve pulmonary artery stenosis before and after pulmonary corrections in pts with single ventricle malformation. Unk jostents were implanted in five out of twelve pts. During follow-up (5-48 months), restenosis occurred in six out of seventeen implanted stents or five out of twelve pts. In one pt, restenosis occurred three times. The restenosis was treated with balloon redilation. Additionally, six pts required further surgery during the follow-up period for unreported reasons. In two of these six pts, the stent was explanted during surgery. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for investigation. The physical investigation cannot be performed. A review of the finished device lhr and a query of similar complaints for the same lot number could not be performed as the lot number is unk. The root cause for the reported complaint could not be determined.